Manufacturer narrative:
H11 of initial submission 0003015876-2021-00939 stated the reported issue was verified. H11 should state: physio-control evaluated the customer's device and was unable to verify or duplicate the reported issue. No parts were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device did not detect electrodes when attached. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The customer was provided with a warranty replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not detect electrodes when attached. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.